Manufacturer narrative:
Findings: pump passed prime test, excessive no delivery test, self test and unexpected restart alarm error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged around the reservoir compartment. The customer¿s blood glucose level was high but the customer could not measure it on the high reading incident that occurred on (B)(6) 2017. The customer reported that the reservoir compartment edge chipped off. The customer reported that few weeks ago, she woke up with high reading and found out that the reservoir was out of insulin pump. The customer further reported that medtronic sticker dome on bottom of the insulin pump came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.